Event description:
The father of the child reported that the child is not responding. Re-implantation surgery will be planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Despite requested the explanted device has not been received for investigation yet.

Event description:
The father of the child reported that the child is not responding to sounds with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device (circuitry) to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.

Event description:
The father reported that the child is not responding to sounds with the device. The user has been re-implanted.